Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during preparation of the clip delivery system (cds), the lock line broke, and if were to reoccur in the anatomy, could result in leaving the broken portion in the anatomy. It was reported that during preparation of the clip delivery system (cds), the lock lever was retracted per the instructions for use (IFU) to unlock the clip. During the first attempt to open the clip, the clip would not open. The clip was relocked, and the arm positioner was turned to the closed side of neutral. The clip was then unlocked and the lock lever was retracted approximately 0.5 cm behind the blue marker, which caused the lock line to break. The cds was not used in the anatomy. There was no patient involvement. Another cds was used in the intended procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation determined that the lock line break appears to be related to use technique; however, a cause for the reported inability to open the clip could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.